Event description:
The customer reported that the system exhibited multiple errors and failed to allow fluoroscopic exposures. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The igbt snubber pcb, hv tank, hv supply reg pcb and x-ray tube were evaluated and replaced. The system was tested and found to be working as internal and returned to service.